Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous forearm shunt. A 6.0mmx20mmx40cm (4f) fg sterling otw balloon catheter was advanced for in stent dilation. However, during second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patients status was stable.